Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the pericardial effusion and subsequent pericardial tamponade cannot be confirmed. Patient factors (gender, advanced age), in addition to the procedure itself, may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-01920.

Event description:
As reported by our edwards (B)(4) affiliate, one month post tavr procedure, the patient returned to the hospital for a pericardial tamponade, which was drained. A 26mm sapien xt valve was deployed via the transfemoral approach. Post deployment echocardiogram indicated trace paravalvular leak (pvl). Following valve deployment, the patient developed a complete heart block. This patient had a pre-existing rbbb and chronic atrial fibrillation (a-fib). A permanent pacemaker (ppm) was planned following the access site closure; however the patient returned to rbbb and a-fib while on the operating table and a ppm was not required. Following the removal of the esheath, a vascular complication occurred. The patient was in stable condition and sent to surgery for vascular repair. During the post tavr hospitalization, the patient developed a pericardial effusion. The effusion remained stable during the hospital stay and the patient was discharged. One month later, the patient returned to the hospital. The patient reported feeling very tired and was found to be nyha class iii. A pericardial effusion was found and drained upon admission along with a left pleural drainage. The cause of the pericardial effusion was not provided. The native annular diameter measured 19mm x 24mm by CT with a valve area of 387mm2 and 21mm by tee. Information concerning the degree of annular calcification, native leaflet calcification and aortic root calcification was not provided.